Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.

Event description:
Revision - reason not reported.

Manufacturer narrative:
Engineering evaluation noted that the reason for the revision cannot be determined at this time because adequate information has not been provided. Some of th emost common reasons for revisions of hip components include loosening, wear, pain, infection and instability. If additional details are provided in the future, the investigation will be reopened.

Event description:
Revision - reason not reported.

Manufacturer narrative:
Correction: this revision never occurred for the date reported, therefore, this MDR can be voided.